Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that 187 and 1870 error code messages were recorded in history. During analysis, the customer's reported problem was able to be confirmed. Pump was found to be displaying "1870" error code alarm message on power up during the investigation. Found motor locked out that causes the issue. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1870. No patient was involved in this event. No adverse effects were reported.